Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture. X-ray confirmed that the lead had dislodged. The lead was explanted successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification.